Manufacturer narrative:
The manufacturer previously reported information that a dreamstation auto CPAP device is returning because the patient has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The device was returned to a third-party service center for evaluation and no evidence of product malfunction was found. Two errors were found in the logs, but they were not replicated during testing. The device's filters, tubing and manual were replaced. The device was tested and all testing passed. Additionally, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury.

Event description:
It was reported that the patient passed away and the dream station auto CPAP device will be returned. There is no allegation of malfunction, or that the device cause or contributed to the death. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.